Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. A leak test was also performed, which did not identify any leaks along the fluid path. Attempts to retrieve data from the pod were unsuccessful. It could not be determined the cause of the data loss.

Manufacturer narrative:
The device was returned to the manufacturer and is pending evaluation. A supplemental report will be submitted upon completion of this activity. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 375 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula looked bent. Pod was also said to be leaking. As treatment, a new pod was applied.